Event description:
The lay user/patient contacted lifescan alleging that the product was having the following power related issue: one touch ultra link would not power on by pressing the "ok" button or by inserting the test strip. There were no allegations of harm or injury.